Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/27/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/06/2013 with the following findings: there were multiple scratches on the display lens. During testing, the display screen was found to be dim and discolored. A test display screen was inserted and found to function properly with no visible signs of lines, fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).